Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Dexcom representative confirmed the smart device's settings with the patient's mother and found multiple dexcom devices paired on phone. Dexcom representative advised the patient's mother to unpair all dexcom devices except current transmitter, close all background applications, restart smart device, and relaunch the application. Patient's mother called back later to report that this time the receiver will not pair to transmitter. Patient's mother replaced the sensor and reentered the transmitter ID. No additional patient or event information is available.